Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 540 mg/dl. The customer stated that he delivered 3 boluses and changed the set. The customer stated that the cannula was bent. After changing the infusion set, the customer noticed that the pump would not give enough insulin. The customer was advised that his bolus delivery is lower because of the active insulin. The call was dropped.